Event description:
It was reported that the patient had a ventricular tachycardia with a rate of 150 beats per minute which was not detected by the device. The patient was admitted to the hospital and the physician delivered manually burst therapy because the device continuously detected the ventricular beats as ventricular sensed episodes. Also, following interrogation the device memory did not show signs of the episode. The device settings were reprogrammed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.